Event description:
This unsolicited device case from united states was rec'd on (B)(4) 2014 from a nurse (consumer herself). This case concerns a female pt (age not provided) who had synvisc one injected into extra articular or synovial tissue (wrong injection technique) and whose one knee was still hurting after receiving treatment with synvisc one. No other medical history, past drugs, concurrent condition or concomitant medical was reported. On an unspecified date in (B)(6) 2013, the pt rec'd treatment with synvisc one injection (route of administration, lot/batch number and expiration date unk) at a dose of 6 ml once into both knees for osteoarthritis. It was reported that the synvisc one was accidently injected into the extra-articular or synovial tissue. Also the pt's one knee was hurting. On an unspecified date last week, the pt rec'd cortisone injection but was still not better. Corrective treatment: cortisone for "knees is still hurting" (knee pain). Not yet recovered: "knee is still hurting." A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: intervention required (cortisone rec'd for event of "knee is still hurting").